Event description:
It was reported to boston scientific corporation on august 05, 2009, that graspit urological grasping forceps were used for a ureteroscopy procedure performed on (B)(6)2009. According to the complainant, the retrieval basket "broke" after an attempt to use the device a second time. The procedure was successfully completed with another graspit urological grasping forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).